Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 55 mg/dl. The customer was in the vehicular accident and was the driver. The customer was admitted to the hospital. The customer cause of the low blood glucose was either more insulin or the pump and it took him 3 to 4 hours to get his blood glucose to a level where he was more comfortable. The customer was advised to speak with their health care provider regarding the low blood glucose. The customer declined to troubleshoot for high blood glucose.